Event description:
As reported through a european journal article, 'surgery after failed transcatheter aortic valve implantation: indications and outcomes of a concerning condition' a single-center study was performed between october 2008 to march 2021, 2098, consecutive transcatheter aortic valve intervention (tavi) procedures performed with either through balloon-expandable or self-expandable valves. Retrospectively, all patients were reviewed who underwent surgical replacement of aortic valve following tavi. The study population was defined as any surgical aortic valve replacement (savr) after tavi due to any form of deterioration of the primary implanted transcatheter aortic valve (tav). The cases were diagnosed either through transthoracic echocardiography or transesophageal echocardiography intra- or postoperative or through postoperative computer tomography. This complaint is for one patient who developed endocarditis post implant of a sapien 3 valve requiring surgical intervention. A surgical valve was implanted. Per article it's unclear when the endocarditis was diagnosed.

Manufacturer narrative:
Per the instructions for use (IFU), infections such as septicemia and endocarditis are known potential adverse events associated with the thv procedure. Endocarditis is an infection of a native or prosthetic valve, is treated with antibiotics, and may require valve replacement if antibiotic therapy is not effective. Causes of prosthetic valve endocarditis are well documented in the literature and are typically classified as early (less than 60 days) or late (greater than 60 days). The two categories show definite differences in clinical features, microbial patterns, and mortality. Early prosthetic valve endocarditis is usually caused by perioperative bacterial contamination of the valve. In early cases of prosthetic endocarditis, subsequent infections are almost universally related to contamination at the time of surgery. If there were ever non-conformances in the sterility or packaging processes, they would most likely manifest in the early post-operative period. Considering this, only reports of prosthetic endocarditis occurring within 60 days of implant, without a known source of infection, would be MDR reportable. According to the literature review, and as documented in a technical summary written by edwards, early prosthetic valve endocarditis occurring within 60 days of valve implantation generally organisms to seed a prosthesis perioperatively, most contamination probably occurs intraoperatively. Edwards lifesciences produces and provides sterile tissue bioprosthesis to its customers by following carefully designed robust sterilization processes. These manufacturing processes have been validated and demonstrated to consistently provide a significant safety factor from which microorganisms could not survive. Microbiology and process monitoring is routinely reviewed within quality systems to maintain sterility control. Validated testing has demonstrated that microorganisms could not survive edwards' multi-stage processing with enhanced sterilant or heated glutaraldehyde terminal sterilant solution. These multiple, redundant manufacturing controls ensure the sterility of edwards' valves as provided to customers. Therefore, the probability of endocarditis related to edwards' bioprosthesis is remote. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest that patient factors caused or contributed to this event. Other potential contributing factors are unknown as limited clinical information was provided. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
A supplemental MDR is being submitted for reference of mfg. Report numbers. An additional report was submitted related to this complaint. Reference mfg. Report numbers: 2015691-2023-10105, 2015691-2023-10110, 2015691-2023-10112 and 2015691-2023-10114.